Event description:
It was reported the patient did not maintain the ipg as recommended. In turn, the ipg became inoperable and was no longer able to communicate with external devices. As a result, the patient's ipg was explanted and replaced (with a different model). Stimulation was regained post-operation.

Manufacturer narrative:
Evaluation codes: as rec'd, the ipg was unresponsive. Per product labeling, "if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged." Therefore, this is confirmed and is considered to be a user error. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.